Event description:
It was reported that a patient's left ventricular lead was dislodged. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.